Event description:
It was reported that the patient presented for a routine generator change. Upon interrogation prior to the procedure, it was noted that the right atrial lead exhibited high capture threshold and p-wave amplitude variation. The lead was capped and replaced on (B)(6) 2022. The patient was stable.